Event description:
It was reported to the service and repair department that the tip of the plate cutter for midface plates was broken. No surgical information is available. This complaint is for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was an anticipated service or warranty replacement issue. No further information was provided. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device originally received on (B)(4) 2013. The device was returned because it had a broken tip. The device was received at service and repair who conducted a visual evaluation and determined the device could not be repaired. The device was discarded. There is no further information available for this event. There are no known ncrs associated with this item. Placeholder.

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional narrative: device is an instrument and is not an implant/explant. The item was received with a broken tip. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.